Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the xenon light source exhibited a communication error e102 and the spare lamp is on since the main lamp is no longer working. The issue was found during and unspecified procedure. There were no reports of patient harm.